Manufacturer narrative:
Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: 21-sep-2022, UDI #: (B)(4). Product ID: 3708660, serial/lot #: (B)(4), ubd: 21-sep-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was implanted with dbs due to shaking and there was a significant improvement after surgery, but the patient had an infection at the stimulator implant site, in the chest. After returning to the hospital for an examination, a drainage tube has been used for treatment. When the chest infection healed, there was an infection with pustules of the extension wire behind their ear. A drainage tube was once again used for treatment. After several repeated infections, the doctor suggested the product should be explanted. Depending on the patient's condition, the product may be re-implanted. The patient was observing at home.

Manufacturer narrative:
Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2019. Product type extension, product ID 3708660, serial# (B)(4), implanted: (B)(6) 2019. Product type extension. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the issue was resolved.